Manufacturer narrative:
Patient age, sex and weight received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the 2nd ob marg. The patient suffered a periprocedural mi on the same day. It is reported that the mi occurred in the target vessel, the lcx. The patient recovered. The investigator reported that the event is causally related to the device and not related to the anti platelets.